Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of both the "factory 4hr xylene standard" protocol comprising 25 cassettes, which started in retort b at 16:24pm on 07 june 2022 and completed successfully at 02:00am on 08 june 2022 and the "factory 12hr xylene standard" protocol comprising 20 cassettes, which started in retort a at 16:26pm on 07 june 2022 and completed successfully at 04:45am on 08 june 2022. The root cause of the sub-optimal tissue processing reported by the complainant was use of formalin contaminated wax for the wax infiltration steps of both the "factory 4hr xylene standard" protocol started in retort b at 16:24 on 07 june 2022 and the "factory 12hr xylene standard" protocol started in retort a at 16:26 on 07 june 2022. The root cause of formalin contamination of the wax in the wax chambers was a use error, in which a user failed to follow the information displayed on the instrument monitor screen when event code "1337" was generated and the following information was displayed: "retort wax valve leaking. Do not use instrument; contact service". This event code indicates that an unexpected, rapid drop in the retort wax line temperature has been detected by the instrument software; and typically signifies that a leak of colder reagent into the wax line has occurred due to a leaking retort wax valve. Additionally, a red x would have been displayed for both retorts to indicate that both retorts had been rendered inoperable, in order to prevent further tissue processing and mitigate tissue damage or loss. Information documented when the complainant notified leica biosystems of this adverse event detailed that a user had re-booted the instrument after event code "1337" was generated, which would have re-enabled the use of both retorts. The root cause for the occurrence of event code "1337" could not be determined from the information available.

Event description:
The complainant contacted leica biosystems and the following information was documented: "1st run: prompted error 1337 and 7, user rebooted the unit per software instruction. The user then rerun both retort, one with no spec and ret b with 20 biopsies. 2nd run: unit ran to completion with no error noted on the 2nd run. Upon embedding user discovered specimens to be under process from ret b, specimens were reprocess [sic] to different processor and tissues are fine after reprocessing". On (B)(6) 2022, the assigned leica representatives visited the customer site to obtain further information in relation to the circumstances involved in this complaint. The fas documented that the complainant had replaced the reagent in the bottles designated for both ethanol and xylene before the leica representatives arrived at the customer site and there was a strong smell of formalin from three (3) of the four (4) wax chambers. The assigned leica field applications specialist-core histology (fas) documented that the patient tissue samples exhibiting sub-optimal processing were derived from a "protocol factory 12" processing run executed in retort b comprising 20 cassettes, which started 4pm. The fas also documented the type and sizes of the affected patient tissue sample as "gi" and "3mm to 4mm" respectively; and the affected patient tissue samples were re-processed using "standard reprocessing". The specific regimen used to re-process the affected patient tissue samples was not provided.